Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a respiratory failure. The refill date was (B)(6) 2013. It was reported the medication was adjusted. The patient was given narcan on (B)(6) 2013. It was reported the patient was intubated and placed on ¿mechanical¿ on (B)(6) 2013. It was reported the symptoms were severely hypotensive and only being responsive to deep pain stimuli. The symptoms were severe. It was reported the event resulted in in-patient or prolonged hospitalization. The pump was used to deliver dilaudid, bupivacaine and gablofen. It was reported the patient was reprogrammed to decrease the daily rate by 80% on (B)(6) 2013. It was reported the therapy was suspended by placing a pacemaker magnet over the pump on (B)(6) 2013. It was stated the pacemaker magnet was removed on (B)(6) 2013. The pump was reprogrammed to minimum rate on (B)(6) 2013. The pump was refilled with only bupivacaine on (B)(6) 2013. The patient resolved without sequelae on (B)(6) 2013. The etiology specified relation to the hydromorphone and the patient¿s therapy initiation. The event was related to the device or therapy and not related to the implant procedure.